Manufacturer narrative:
This patient¿s information is not available. Date of postoperative necrosis development is unknown. This report is for an unknown tfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (510k): unknown, as specific part and lot numbers for tfna nail is not provided. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017 a patient underwent for the surgery to treat the subtrochanteric fracture and was implanted with trochanteric femoral nail-antirotation (tfna) system. On an unknown postoperative date, the patient visited the hospital because patient felt a pain. It was found under the x-ray that necrosis of the femoral head had occurred while the bone union was observed. On (B)(6) 2018, the revision surgery is scheduled to extract the tfna implants and apply the bipolar hip arthroplasty (bha). The surgeon does not know what caused this event because the patient had not taken any special medications. Concomitant devices reported: nail head elements: screw (part # unknown, lot # unknown, quantity 1), end caps: tfna (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown tfna nail. This is report 1 of 2 for complaint (B)(4).